Manufacturer narrative:
E1: patient city: (B)(6). Patient country: sweden. H11:since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in sweden. It was reported that the patient faced infusion set tubing detachment at the location close to site event on (B)(6) 2024. The insertion site was arm. The infusion set has been used for 6 days. No further information was available.